Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for initial procedure. During implant, the left ventricular lead was not able to capture. The physician elected not to use the lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of loss of capture was confirmed. A complete lead was returned in one piece for analysis. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot which may have contributed to the reported event. The coil was found to be offset at the distal region consistent with procedural damage.